Manufacturer narrative:
Initial reporter phone #:(B)(6) . Investigation summary: bd received one photograph from the customer in support of this complaint. The photograph shows a low draw volume level in the tube. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. The complaint has been confirmed due to the photograph provided although, testing of retained samples did not confirm the reported defect. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® k2e 3.6mg plus blood collection tubes there was a low draw. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: when blood is collected in the outpatient blood collection room disadvantage: low draw quantity: 1 piece effects: no effect on patients and users.